Event description:
Additional information later reported the patient started vomiting around thanksgiving 2013 and just diagnosed about 3 weeks ago, gastroparesis. The patient felt that may be pump was a component to gastroparesis. Per the patient the hcp was not sure what was happening. The hcp had not stated that it was tied to the pump but the patient was not sure.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information was received. It was reported that the MRI confirmed that there was a granuloma present and the symptoms that the patient was experiencing were because of that. It was indicated that the pump was being turned down in preparation for explant, since the patient wanted the device out.

Event description:
It was reported that about 4-5 weeks ago the patient noticed a change in therapy effect. The patient was not getting relief in the pleural area and chest wall near where she got radiation for breast cancer. The patient thought she was having muscular pain from being ill, as the patient had been throwing up for a few days before that. About 3-4 weeks ago the patient felt something icy/hot in her stomach that wouldn¿t go away. For the past 2.5 weeks the patient has had severe and persistent pain around her right flank from the front to the back and where the catheter goes into the spine. It was noted that at the end of november the patient had the headache of her lifetime. This was on the left side which was the opposite side from her usual migraines. The patient was completely fine and happy with the pump until the end of november when she noticed the start of things. There were no accidents, traumas or falls. The medications had been decreased over the last year. Two and a half weeks ago they were turned up and again last friday, 1/10/14, to help with the pain. Three days after the drug was turned up the patient felt ¿extremely drugged¿. The patient also noted that she felt ¿altered¿ like she had too much to drink, sluggish, weak and shaky in the knees. About a week and a half ago the patient had felt strange and drugged and hit a partition and ¿busted¿ her head open. About that same time an MRI (magnetic resonance imaging) was performed to check for a granuloma. The pain physician indicated that there was nothing wrong with the pump. The patient had an appointment on the day of the report, (B)(6) 2014, to see the hcp. A pet (positron emission tomography) scan was scheduled for (B)(6) 2014 due to patient¿s history of breast cancer. The pump was used to deliver hydromorphone, bupivacaine, and baclofen. Additional information later reported the patient received assistance from her hcp and had an MRI on 12/27/2013. The patient had appointment dates on (B)(6) 2014 and (B)(6) 2014 with the hcp. The patient will also have a follow-up intercostal nerve block on (B)(6) 2014 and had a visit scheduled for (B)(6) 2014. The patient did not have concerns with her device or therapy any more.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient's symptoms started in (B)(6) 2013 more in (B)(6) 2013 and it had progressed to the point that the patient's insides felt frozen or paralyzed. The patient was having trouble "clearing her bowels." The patient was not digesting food; her stomach was not emptying; and her colon was not processing food properly. Some of the patient's doctors thought that the pump was connected to the gastroparesis diagnosis and the related symptoms. The patient's pump managing physician didn't think that it could possibly be related. The patient reported the symptoms to her physician on (B)(6) 2014 and (B)(6) 2014. The patient had been to the ER (emergency room) 4 times and admitted twice. The pump had not been tested. It was noted that the pump did not have any volume discrepancies. The patient was unable to get an opinion from another doctor.